Event description:
The customer reported a leak in the coulter act 5 diff autoloader (al). There was a fluid leak of approximately 1ml from the instrument. The leak was not contained. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. The operator was wearing lab coat and gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the rinse block assembly which had caused the leaks in the same area. The system performance was verified. (B)(4).